Manufacturer narrative:
The returned product analysis indicated that the lead passed visual and mechanical testing. The complaint of high impedances were confirmed. X-ray inspection revealed a fractured cable #4 at the distal array of the lead. The root cause of the fractured cable could not be determined.

Event description:
A report was received that following a lead revision, the lead was discovered to be fractured during analysis. The physician assessed that the lead fracture did not occur during or after the revision procedure.